Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to severed tubing.

Event description:
It was reported that the bd vacutainer® push button blood collection set is cut in half upon opening the edges. When blood is drawn it is seeping out the edges of the butterfly. No medical intervention or injury reported.